Event description:
Philips received a complaint by the customer on the V60 indicating a device malfunction as the device turned on by itself. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service.The customer called technical support to report that the device powered on by itself while not in use on a patient. No alarms or error codes/error messages were encountered. The Remote Service Engineer (RSE) performed troubleshooting with the customer, after which the issue was replicated. The power switch overlay was replaced, but the device continued to power on while not in use with the battery disconnected. The RSE provided the customer with the part numbers of the replacement Power Management (PM) Printed Circuit Board Assembly (PCBA) and User Interface (UI) PCBA for repair. Based on the information provided, the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.